Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of an IV tubing from the spike with leaking during a transfusion of packed red blood cells. There was no patient or provider harm.

Manufacturer narrative:
Awareness date is 07/19/2016. The customer complaint of pump segment rupture with leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a pump segment rupture with leak during an unspecified chemo infusion. Although requested, additional information has not been provided; there was no patient or provider harm.